Manufacturer narrative:
Eval: device was not returned for eval. Conclusion: inconclusive, investigation ongoing. The device is a synthetic device made from polypropylene. Injuries such as pain, mesh erosion, infection, incontinence, fistula formation and dyspareunia are documented risks associated with the polyform device - reference design fmea and polyform product insert (instructions for use).

Event description:
Proxy biomedical was notified on the 05 august 2013 via email by the polyform distributor ((B)(4)) that they have received a complaint on the 02 august 2013 regarding a polyform product from a pt's legal rep. The complaint states that following implant of polyform mesh, a pt injury occurred. The date of implant of the mesh is (B)(6) 2009. The pt is identified as "(B)(6)." Her date of birth is unk; her weight and height details are unk. The hospital where the implantation procedure took place is medical center of (B)(6). The pt also had an additional device implanted; however, no further info is available for this device. The physician who treated the pt is dr (B)(6). The implant involved in this complaint is a polyform synthetic mesh - the lot number is unk.